Event description:
It was reported that the ventilator generated alarm indicating a high o2 concentration and failed flow transducer test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that o2 concentration alarm occurred and flow transducer test failed during pre-use check (puc). There was no patient harm. Based on technician statement, the air gas module was defective. Identification of issue has been done by analyzing problem description, picture and service report. The issue was decided to be reported as it may lead to stop of ventilation or high pressure. The issue was resolved by replacing air gas module. The device was delivered to the user in working condition. The gas module regulate the inspiratory gas flow and gas mixture. Faulty gas module may lead to stop of ventilation or low o2. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).